Event description:
The account stated that te celldyn 3700 sl analyzer generated a low rbc and platelet result which upon repeat was higher. The initial results were: rbc=1.00x10e6/ul platelet=9,000/ul. And platelet=21,000/ul. There was no impact to patient management reported.

Manufacturer narrative:
Internal identifier (s): 557/42875 patient code: 2199 device code: 2458 other codes: 81, 86, 100, 400, 68: this is an initial report. And investigation is in process. A final report will be submitted when the investigation is completed.